Manufacturer narrative:
Additional information: after further review of the event, it has been determined it should be considered and reported as an unconfirmed positive. The manufacturing records and quality control release testing was reviewed for (per (B)(4)): for kit part number 190-000 / lot 1013981 and test base part number 190-430 / lot 1013981. The lot met the required release specifications. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The customer stated that the patient was covid positive within a 90 day window and they don't believe the patient should have been tested again. Hospital admission requires a covid test.